Event description:
A 6f angio-seal evolution was deployed in a right femoral puncture following a pre-deployment angiogram. A hematoma developed the morning after angio-seal deployment while the pt was using the toilet. Ultrasound was performed to diagnose the hematoma, and manual compression was applied using a femostop. The pt's hospitalization was extended one day. Eleven days later, the pt was readmitted with a low hemaglobin level, requiring blood transfusion (3 units). The pt was discharged in a stable condition. The pt was taking aspirin.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.